Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 95 mg/dl and their sensor glucose read 48 mg/dl. Customer was advised the differences in the readings were not within the acceptable range. The customer also stated a calibration error alarm occurred. The customer also reported they did not have bent cannulas on their previous sensor. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.